Manufacturer narrative:
Visual examination of the returned product/provided pictures identified one of the returned devices the sleeve was pressed completely. The device was tested using the bone block and the sleeve fully pressed down; device functioned as intended. The second device could not be tested as the tip was bent. As lot is not etched in the part, it is unknown which device was bent and which functioned as intended. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 912076; jgrknt 1.0mm mini 2-0 ndls; 749290. Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02992. Product not returned.

Event description:
It was reported that during the surgery, the clear sleeve didn't move smoothly. An alternate product was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.